Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output transistors were found to be damaged. The cause of the damaged output transistors could not be determined.

Event description:
It was reported that the patient went into cardiac arrest at home and was admitted to the hospital with chest pain. Device interrogation revealed that the device failed to deliver therapy and CPR had to be performed. The patient appeared to have converted on his own. Alerts were noted for possible output circuit damage and low, out of range high voltage lead impedance. The device was explanted and replaced. Patient was in stable condition after the event.